Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a rubber fragment. Visual inspection confirmed the complainant's experience of fragmentation of an internal rubber component of the seal. The rubber fragment returned did not complete the seal when reassembled. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. This report represents the initial and final report.

Event description:
Procedure performed: lap hernia repair. Event description: we had a problem with foreign matter dropping in to the abdomen with the potential to cause an infection from one of the applied medical trocars that we stock. Monday afternoon ((B)(6) 2017), during a laparoscopic hernia repair for dr [name] it was noticed that a piece of "black rubber like matter" was lying on the liver. The surgeon was able to retrieve it but they were unable to see where it had come from. The staff kept all trocars and cannula's and packaging from that case double bagged in a biohazard bag and my num asked me to investigate this issue today. On closer inspection with a staff member involved with this case, we have actually managed to isolate the sleeve which it has broken away from. It is a ctf73 kii fios first entry 12 x 100mm, lot # 1292781. Additional information received via email from user facility september 8, 2017: other products used were c0r47 and ctr05. Confirmed that on inspection staff did believe that no further pieces were inside the patient. After surgery staff did not believe that any further pieces were missing from product after removal. Type of intervention: surgeon retrieved piece. Patient status: no patient injury or illness occur associated with the complaint event.